Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified lesion in the distal left main (lm) coronary artery. An unspecified stent was placed in the lm into the left anterior descending (lad) artery. Kissing balloon angioplasty was performed with two trek balloon dilation catheters (bdc) for the bifurcated lesion. A 3.5 x 12 mm trek bdc was first placed in the lm to lad and inflated at 12 atmospheres for 10 seconds. The second 3.0 x 15 mm trek bdc was placed in the lm to circumflex (cx) and inflated at 16 atmospheres for 7 seconds. During deflation, it was noted that the 3.5 x 12 mm trek deflated partially. The entire system was removed, including the guiding catheter and both a sion blue asahi guide wire and a non-abbott guide wire. The trek was withdrawn partially inflated. The procedure was successfully completed by post-dilating the lm with a non-abbott balloon. There was no harm done to the patient. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.